Event description:
The manufacturer received information that a trilogy 100 ventilator powered on with a service required notification. There was no harm or injury reported. The ventilator was evaluated at the manufacturer's service center. On evaluation, ventilator inoperative error code e-145 occurred indicating both control and monitoring pressure sensors failed requiring replacement of the sensor printed circuit board assembly. Although there was no patient harm or injury, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.